Event description:
The customer reported that in transport of a non cardiac pt, 2 batteries installed, both were recognized and had icons on the display; pushed nbp button and device shut off, pulled batteries out, one had 5, installed and continued to monitor pt and perform vitals. No low battery alarm received prior to shut down.

Manufacturer narrative:
(B)(4). The philips repair bench evaluated the device. The problem was confirmed. One of the device's battery pins was found to be sticky and sometimes remained stuck in the low position. The batteries involved in the incident were found to be fully functional. This is most consistent with a malfunction of the battery pca.